Event description:
It was reported that when the staff switched to battery power, the pump "shuts down" and stopped working. It was noted that the pump worked when the staff switched back to wall power. The pump was plugged in while preparing the patient for transport. The staff check the breaker switch, which was on. The pump was plugged into wall power, and the green light was present for wall power, but the yellow light for the battery was not on. The battery was charging, and the voltage was 13; however, the pump shut down when the staff tried to go to battery power. As a result, the pump will be reported to biomed after the transport. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the staff switched to battery power, the pump "shuts down" and stopped working. It was noted that the pump worked when the staff switched back to wall power. The pump was plugged in while preparing the patient for transport. The staff check the breaker switch, which was on. The pump was plugged into wall power, and the green light was present for wall power, but the yellow light for the battery was not on. The battery was charging, and the voltage was 13; however, the pump shut down when the staff tried to go to battery power. As a result, the pump will be reported to biomed after the transport. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of a2w shuts down when switching to battery is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends. Corrected data: upon review of the DHR (device history record) it was noted that the material should be iap-0535 and not iap-0500 as previously reported. The material has been updated to iap-0535 to reflect the correct material.